Event description:
It was reported the luer extension tube of the cool flex catheter broke after about 90 minutes of an ablation procedure for left atrial tachycardia. A saline leak was noted and the irrigation pump was turned off. The catheter was replaced and the procedure continued with no consequences to the pt.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.